Event description:
It was reported that dependent patient presented in clinic for routine aveir dr check where the patient underwent a ventricular threshold decrement test. It was noted that the leadless pacemaker (lp) appropriately lost capture upon decrementing, however when ending the test, the programmer exhibited a slow response to the command and the computer software took a few seconds to respond and increase threshold. As a result, the patient to became pre-syncopal with symptoms of dizziness due to the lag in pacing support. No intervention was performed as the device function returned to normal after the delay. The patient's condition was stable.